Manufacturer narrative:
Examination of the returned femoral head and liner finds evidence to confirm the reported dislocation. Damage found on the femoral head indicates it likely came into direct contact with the acetabular component. The liner is oblong in shape, suggesting stem impingement. One of the six anti-rotation devices is fractured. There is a fracture or peeling appearance of several portions of the positive barb, or raised lip of material, intended for locking within the mating cup. Expected damage to the positive locking barb feature is not found, it is suspected the device was not fully locked into the cup. The articulating surface of the liner has several gouges and pits. It is unknown what amount of the damage was due to the extraction process. The polyethylene insert has yellowed due to absorption of lipids found in joint fluid. A worldwide complaint database search found no additional related reports against the provided product code/lot code combinations for the liner and head. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Medical records were reviewed. From a medical perspective, based on the very limited information available, it is not possible to determine if the complaint is product related. Based on the inability to determine a root cause, the need for corrective action has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a dislocation and poly wear. Corrosion was also noted on the trunnion. Update rec'd 04/06/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. There is no additional information to report at this time. The complaint was updated on: 04/29/2016.